Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition.

Event description:
Unit is cutting out. Order: 94604. E-complaint (B)(4).

Event description:
Unit is cutting out. Order: (B)(4). 1216677-2020-00166 leep system 1000 esu gen 52969 (B)(4).

Manufacturer narrative:
Investigation: x-inspect returned samples. Analysis and findings: complaint #: (B)(4). Distribution history: this complaint unit was manufactured at csi on 3/3/2009 under wo #: (B)(4) and shipped on 6/25/2009. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at this time. However, at the time of manufacture, records from each unit are reviewed to ensure that product meet all specifications. Should the device history record be located, this complaint will be amended accordingly. Incoming inspection review: n/a. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 94604, this unit was at csi on 7/22/2020. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: unit was not functioning properly. Root cause: the diaphragm is the mechanism to make contact (for electrical current) to supply power to the unit. Air displacement pushes on a piston via the diaphragm into a switch to turn the power on. The foot pedal creates the air displacement to the pneumatic switch mechanism located in the housing of the unit. The diaphragm breaks down and loses its seal and cannot function properly. The diaphragm is described as a rubber, possibly a latex. Given the appearance of a bad diaphragm it appears to have been exposed to excessive stimuli. Materials like latex are flexible hence the use in this application, but its' elastic properties can alter over time as well. The root cause for this complaint condition is component related to the diaphragm. Was the complaint confirmed? Yes. Correction and/or corrective action: none. Reason: no further training required at this time. Coopersurgical service and repair replaced the diaphragm on the unit, tested it and returned it to the customer. Engineering has successfully tested a replacement material made of silicone for use in repairs going forward, eng-test-10341-r. The IFU was also updated to add a safety check via ecn-20444. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. The repaired unit will have been repaired with this new silicone material.